Event description:
The customer reported the device was used during a breast biopsy. It was reported the mlcromark clip was deployed and the tip of the introducer hub stayed in the breast. The tip came out with the "purple sheath". There was no consequence to the patient. The probe was a p1155.